Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The door switch was loose and not making contact. Intermittently from vibrations, when the door is closed, it will say "door open" on the pendant which prevented rotation of the rotor to happen. The representative readjusted the door switch and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, during a test run of the imaging system, an attempt was made to rotate the tube and detector for a lateral 2d image. Approximately 5 seconds into the rotation a loud sound was heard and the rotation stopped. It was reported that the site attempted to open the door but was unable to do so. There was no patient present when this issue was identified.